Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3000tfx aortic valve was explanted after an implant duration of 7 years, 4 months due to concern for endocarditis, with degeneration and severe stenosis. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 25mm 11500a valve. The patient was in ICU post procedure per routine. Was discharge from hospital post surgery on pod # 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 component code, health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3000tfx aortic valve was explanted after an implant duration of 7 years, 4 months due for endocarditis, with severe stenosis. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, the patient presented with heart failure, subsequently found to have worsening as. Blood cultures also showed e. Faecalis concerning for endocarditis. IV antibiotics were given. The patient underwent redo-avr with 25mm inspiris valve. Intraoperative findings, showed after old valve was explanted, the annulus did not have residual infection. The patient transferred to ICU and discharged from hospital on pod#7.